Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 & (B)(6) 2018. Lens remains implanted. However, an explant is planned in the next couple of weeks. The serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. There is a planned explant scheduled. Reportedly, the explant will take place in the next couple of weeks. No additional information was provided.

Manufacturer narrative:
Additional info/corrected data: additional information was received and it was learnt that the patient did not have the intraocular lens (iol) exchanged as the tear film stabilized. This event has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number 9614546-2018-00229. Patient code from 3191 (planned explant) to 2692. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.